Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker which was implanted within the past year shows a remaining longevity of only 3 years. A copy of the device's memory was preserved and submitted for analysis. Memory analysis confirms that this device is depleting prematurely and device replacement was advised. No additional adverse patient effects were reported. The device was explanted and replaced without issue.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing and pacing functions of the device were verified. The device case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a capacitor. Malfunction of this capacitor resulted in a high current drain, which was depleting this device's battery faster than normal.